Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the infusion set tubing unscrewed from the luer lock with the customer was sleeping. Customer's blood glucose level was 300 mg/dl. Reportedly, the customer administered a bolus. The customer acknowledged when tandem's technical support recommended to make sure the luer lock is tightly screwed on during the load process.